Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first three clips formed fine however the handle of the device was sticking. The fourth and fifth clips did not form when fired on a large cystic duct. The specimen side was clamped with an instrument and the gall bladder removed. There were secure clips on the patient side. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 4th and 5th. What vessel or structure was the device fired on at the time of the event? Large cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Handle was sticking. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, fired twice and there were no issues and clips formed outside of the patient. The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, three scissor clip class I and two scissor clips class iii. However, there were no issuses whit the trigger while firing the device. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.